Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. The ureteral stent pusher were returned in the opened original packaging. An evaluation was completed by futurematrix . The reported defect could not be visually detected when the sample was evaluated. No defects were noted on the suture porthole. The device was used for treatment purposes. The device met relevant specifications and did not contribute to the reported event. As the reported event is unconfirmed, a DHR review is not required. Based on the results of the investigation, no additional action is required at this time. The device was returned for evaluation. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent had a perforation on the catheter's edge, which prevents it's passage since the guide wire came out through the perforation. Per additional information received on 04.11.2021, lot number is ngft0720, the incident was noticed during the procedure. According to the report, the product has a perforation in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent had a perforation on the catheter's edge, which prevents it's passage since the guide wire came out through the perforation.